Event description:
Sorin group (B)(4) received a report that the clinician noticed tubing starting to come off the blood outlet port of a reservoir. Air entered the system but was detected and purged. The user stated the loose drive unit arm was possibly related to the incident.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The product was returned to sorin group (B)(4) for evaluation. The drive unit arm was sent to the supplier for investigation. The supplier found a film on the device, caused by improper cleaning. The film caused a reduction in carrying capacity. As a preventative action, the holder has been tightened. No further action is deemed necessary.